Manufacturer narrative:
Date of event: approximated as the date is unknown.

Event description:
It was reported pericardial and pleural effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system and watchman laa closure device and delivery system. The closure device was deployed in the laa. There were no recaptures performed; the device was released. A transthoracic echocardiogram performed prior to discharge showed no pericardial effusion. The patient was discharged home. The patient returned to the clinic complaining of shortness of breath. A work up showed pleural effusion and pericardial effusion. About 1500cc of serosanguineous fluid was drained from the pleural effusion and the patient felt better. Subsequently the patient presented again with the same symptoms and a pericardiocentesis was performed. There was a total of 800cc of serosanguineous fluid drained and the patient again felt better. The patient again became short of breath and further testing revealed a re-accumulated pleural effusion. The patient was scheduled for insertion of drains and on the day of that procedure it was noted that the effusion was resolved. There were no further complications reported.